Event description:
The sheath was inserted into the right femoral artery. Check flo valve disconnected from flexor sheath material, leaving sheath completely inside the femoral artery, with proximal end unreachable. The physician inserted the pta balloon to distal end of the sheath, inflated balloon, and was able to maneuver the balloon against the sheath, pulling it out, until the sheath was pulled completely out of the arteriotomy. The damaged sheath was replaced with a new introducer and procedure continued. On (B)(6) 2012: received confirmation from district mgr the pt is doing okay. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Device: separates is not specifically addressed in the IFU. The device was returned in a used and damaged condition. An examination revealed the fitting had separated from the introducer sheath without evidence of necking or elongation. The flare was of adequate size and shape and otherwise unremarkable. Per quality control specification, there is 100% inspection, confirming the correct sheath connecting cap and that flare is caught securely in cap assembly. It is also verified that the sheath does not rotate and the coil in sheath continues into cap. An IFU is supplied with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A review of records found that devices from the complaint lot were assembled after the effective implementation date of (B)(4) 2010, for a change request that required torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. A corrective action preventive action was previously issued at mgmt discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode.